Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic right colon procedure, the surgeon said that the device would not fire. The jaws wouldn't open and close. There were no patient consequences. Case completed with another device of the same product code.